Event description:
The following has been reported: "the keybutton in green color was out of order." This is a potential defective keypad. Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.